Manufacturer narrative:
(B)(4): evaluation, result and conclusion: (gi bleed).

Manufacturer narrative:
(B)(4).

Event description:
Approximately 8 months post index procedure the patient was hospitalized due to unstable angina. Patient was diagnosed with a non q-wave mi. The investigator assessed that there was no relationship between the mi event and the study device, the study drug or the study procedure. The following day the patient underwent a target vessel revascularization. The patient had another stent placed in the target lesion and a stent placed in a new lesion.

Event description:
One endeavor sprint rapid exchange drug eluting stent was implanted in the mid lad during index procedure. Approximately 18 weeks post index procedure, the patient was admitted to hospital for a gi bleed. Patient was treated with 4 units of prbc transfusion and IV protonix. Investigator indicated that event was not related to the study device. Clopidogrel and aspirin were discontinued for 3 weeks. Patient is reported to be recovering with treatment. No additional clinical sequelae were reported.